Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient developed redness, inflammation, blisters, infection, and abscess at the needle puncture site. The patient was evaluated by a healthcare provider (hcp) who diagnosed the patient with an abscess, cellulites and prescribed an oral antibiotic (cephalexin) and a topical antibiotic (mupirocin). At the time of the report, the skin reaction was healing. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.